Manufacturer narrative:
The event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient received a replace generator soon message. The message was cleared following a software update, but reappeared months later. Therapy loss followed. As a result, the patient's ipg was explanted and replaced to address the issue.